Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that during the attempted implant, the lead had difficulties positioning due to the patient anatomy. The lead was dislodged. The lead was explanted and replaced. No patient complication was reported as a result of this event.